Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received guidance from technical support and successfully performed a pump reset, which resolved the issue, allowing the sensor session to be started without further errors.